Event description:
It was reported that the customer was experiencing high blood glucose level (386 mg/dl). Customers infusion site had been pulled out the previous day, reportedly causing splotches in the tubing.

Manufacturer narrative:
No product returning for evaluation. Should new information becomes available, a supplemental form will be submitted.